Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The caller did not know the customer's cause of death. The call stated that in (B)(6) 2015 the customer rolled off the side of a bed and could not get back up. The caller stated that the fall was not diabetes related; it happened when the customer was in a hospital for 2 or 3 weeks. Then she was transferred, her blood glucose dropped and the paramedics were called. The customer was released from the hospital and was transferred to a rehabilitation facility. After a few days, the customer was feeling week and went back to the hospital, where she later died. The customer was not wearing the insulin pump at the time of death. The caller did not know how long the insulin pump had been disconnected, prior to passing. The customer did not use sensors. The caller did not know the customer's blood glucose at the time of death. The caller does not where the insulin pump is.